Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of product malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 22/dec/2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection in november. The patient reported fibrin (cloudy effluent) being present, however it has cleared. No additional information was provided during intake follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on 15/nov/2022 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on 20/nov/2022, and the patient¿s ceftazidime was discontinued. The patient completed the prescribed antibiotics and has recovered from the events. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s), drug(s), and/or device(s). The pdrn reported a home evaluation discovered the patient was reusing pd catheter caps, and reeducation was provided. According to the standard operating procedure based investigation procedure, following tasks has been evaluated or performed: review of instruction for use (IFU) and/or label, evaluation of product deficiency as it relates to falsification, investigation/testing of returned, retained and/or reference samples, review of batch documentation, review complaint history/trending. A review of the IFU could not be done as the product is brought to the market by fmc USA. The IFU and the labeling are in the responsibility of fmc north america. As the complaint sample was not returned it was not assessed if the product deficiency is related to falsification. The complaint sample was not investigated. As the information about the affected batch was not provided, the investigation of the retained samples was not possible. Due to various 100 % inspections during manufacturing, it is highly unlikely to detect a failure in the retained samples. Batch record investigation (DHR): based on the missing information about the affected batch, the batch record could not be checked. In general, a batch release is just possible if the products have been inspected according to the inspection protocol and were found conforming to specification. Complaint history review for affected product and product family: in the last 12 months we received one further complaint with a similar failure description which was related. A systematically failure at the disinfection cap could not be detected. A risk assessment was not performed as the events was explained as ¿unrelated to the patients¿ utilization of any fresenius product(s), drug(s), and/or device(s).¿ no corrective action preventive action (CAPA) linked to the claimed defect was created. No capas were created in the last twelve months before the complaint creation which is linked to the claimed defect. Based on the complaint description a handling issue was evaluated as the reason for the complaint, which was caused by a user related circumstance (reuse of the peritoneal dialysis catheter caps).

Event description:
On 22/dec/2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection in november. The patient reported fibrin (cloudy effluent) being present, however it has cleared. No additional information was provided during intake.follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2022, and the patient¿s ceftazidime was discontinued. The patient completed the prescribed antibiotics and has recovered from the events. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s), drug(s), and/or device(s). The pdrn reported a home evaluation discovered the patient was reusing pd catheter caps, and reeducation was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of product malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of product malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
On 22/dec/2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection in november. The patient reported fibrin (cloudy effluent) being present, however it has cleared. No additional information was provided during intake.follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2022, and the patient¿s ceftazidime was discontinued. The patient completed the prescribed antibiotics and has recovered from the events. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s), drug(s), and/or device(s). The pdrn reported a home evaluation discovered the patient was reusing pd catheter caps, and reeducation was provided. According to the standard operating procedure based investigation procedure, following tasks has been evaluated or performed: review of instruction for use (IFU) and/or label, evaluation of product deficiency as it relates to falsification, investigation/testing of returned, retained and/or reference samples, review of batch documentation, review complaint history/trending. A review of the IFU could not be done as the product is brought to the market by fmc USA. The IFU and the labeling are in the responsibility of fmc north america. As the complaint sample was not returned it was not assessed if the product deficiency is related to falsification. The complaint sample was not investigated. As the information about the affected batch was not provided, the investigation of the retained samples was not possible. Due to various 100 % inspections during manufacturing, it is highly unlikely to detect a failure in the retained samples. Batch record investigation (DHR): based on the missing information about the affected batch, the batch record could not be checked. In general, a batch release is just possible if the products have been inspected according to the inspection protocol and were found conforming to specification. Complaint history review for affected product and product family: in the last 12 months we received one further complaint with a similar failure description which was related. A systematically failure at the disinfection cap could not be detected. A risk assessment was not performed as the events was explained as ¿unrelated to the patients¿ utilization of any fresenius product(s), drug(s), and/or device(s).¿ no corrective action preventive action (CAPA) linked to the claimed defect was created. No capas were created in the last twelve months before the complaint creation which is linked to the claimed defect. Based on the complaint description a handling issue was evaluated as the reason for the complaint, which was caused by a user related circumstance (reuse of the peritoneal dialysis catheter caps).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy. Causality was attributed to the patient¿s inappropriate reuse of a peritoneal dialysis (pd) catheter (not a fresenius product) end cap. Per the peritoneal dialysis registered nurse (pdrn), the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet user expectations and/or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On 22/dec/2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection in november. The patient reported fibrin (cloudy effluent) being present, however it has cleared. No additional information was provided during intake.follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2022, and the patient¿s ceftazidime was discontinued. The patient completed the prescribed antibiotics and has recovered from the events. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s), drug(s), and/or device(s). The pdrn reported a home evaluation discovered the patient was reusing pd catheter caps, and reeducation was provided.